Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no additional reports against the provided product and lot combination. A complaint database search against product code 230792003 finds additional reports for tip breakage. Regarding the locking screwdriver, previous investigations identified a trend for the teeth breaking. A quality review board meeting was conducted in july 2013 and identified a potential harm; documented in dva-(B)(4). Mdd CAPA-(B)(4) was initiated in 2013 to determine root cause and corrective actions. The root cause was determined to be inadequate design for unintended off-axis use. A redesign of the delta extend screwdriver guide is ongoing to ensure that the screws are captured properly and torqued "on-axis," thus preventing overloading of the teeth in the screwdriver, which could result in the fracturing of the teeth as seen in the initial complaints. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
The tip of screwdriver broke when inserting a locking screw.